Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with saline mentor smooth round moderate plus profile 400cc breast implants and experienced deflation on the left side and capsular contracture; baker grade iii on the right side. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 400cc, catalog number 3502400, serial number (B)(4), lot number 6901155 (l) and serial number (B)(4), lot number 6891813 (r) on (B)(6) 2018. This report is for the right side.